Event description:
The user facility reported that the physician reported that a lump a little over 3 cm remained at the puncture site even though approximately one month had passed since the procedure. During the procedure, when a 7 fr guiding sheath was used, a hematoma was formed. As the physician thought manual compression would not be appropriate, the 8 fr angio-seal was used for hemostasis at the site where the hematoma was formed. Although the instructions for use (IFU) states that using the angio-seal for progressive hematomas is contraindication, the physician had a little experience in using angio-seal devices and did not know about this. Steroid was administered to the patient preoperatively. The patient is being followed up for the time being and additional treatment will be given if necessary. Per the physician hemostasis was successfully achieved right after the procedure, however something like a lump had been formed afterwards. The physician assumed that using the device at the puncture site with the hematoma might have caused the event and understands that there is no data since using the device for such a case is contraindication. The physician was afraid of a pseudoaneurysm, however careful post-operative computed tomography (CT) and ultrasonography confirmed that it was not a pseudoaneurysm. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The patient condition is being followed up. It is unknown if there were any other devices or equipment used with the reported product.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex: requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested, not provided. Expiration date - unknown due to the unknown lot number. UDI - unknown due to the unknown lot number. Explanted date: requested, not provided. Manufacture date - unknown due to the unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged issue since it was stated that the device was used in the location of an active hematoma where the safety of use wasn't established. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).